Event description:
The patient of dr (B) (6) enrolled in clinical study (B) (4). On (B) (6) 2007, the patient underwent abdominal wall reconstruction ventral hernia repair and was discharged to nursing facility, on (B) (6) 2007. On (B) (6) 2007, patient was re-admitted with serous drainage and "light gaping" of wound. Culture and gram stain of fluid were taken. Gram stain revealed 3+ wbcs but no bacteria. Culture on (B) (6) 2007 showed normal skin flora; discharged on (B) (6) 2007 taking antibiotics. On (B) (6) 2007, lifecell opened complaint file with the reference to the event that dr (B) (6) (investigator) reported to lifecell (sponsor of clinical study). On (B) (6) 2007, medical events committee (mec) reviewed the information, with a conclusion, "partial wound dehiscence considered common; in the absence of erythema and lack of bacteria, should not be considered an infection". On (B) (6) 2007, (follow-up on dr's office visit), the patient condition was reported as improved. Therefore, based on internal investigation and opinion of mec, it is unlikely that the device is responsible for the patient's condition; complaint file was closed, on (B) (6) 2007. On (B) (6) 2007, (follow-up on dr.'s office visit) it was reported by dr's office that wound is healing nicely, with no signs of recurrence, infection or seroma. On (B) (6) 2008, dr (B) (6) office reported to lifecell that the patient was taken to o.r. For debridement of persistent abdominal wall tract. Tissue sample from tract was collected and sent to lifecell; pathological evaluation is in process; the patient is being seen by dr (B) (6), on (B) (6) 2008. On 04/04/08, complaint file was re-opened, with a decision to file MDR.

Manufacturer narrative:
Review of the device history record for ltm lot g0005. Query of lifecell complaint system for any other complaints against the devices distributed from lot g0005. Results: review of the device history record for ltm lot g0005 revealed no deviations that would have an impact on processing steps associated with risk of infection to the patient. To date, of the 11 devices released for distribution from lot g0005, 10 devices were shipped to clinical sites; 7 devices that were returned to lifecell as expired. To date, there were 2 more complaints have been reported to lifecell for lot s0005, which are not related to the device. Conclusion: the device operated according to specification.